Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number - (B)(4). Correction: patient code 2112 removed; patient code 2199 added. Evaluation summary: all available information was investigated, and the reported difficult to position the delivery catheter (dc) shaft was confirmed via return device analysis. The actuator mandrel was noted to be bent. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed the reported difficult to position the dc shaft was a cascading effect of the observed bent actuator mandrel that also caused a bent dc shaft. It should be noted that, per the indication for use section of the mitraclip system instructions for use (IFU), the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr); however, the off-label use did not contribute to the reported difficulty positioning. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the unintended movement of the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade 4. It was noted two clips were successfully implanted in the mitral valve. The cds (80911u173) was advanced to the tricuspid valve for off label use; however, while raising and lowering the lock lever, fluoroscopy showed the clip moving in an extreme direction prior to reaching the ventricle. The clip was not placed, and the cds was removed with the clip. A second cds (80911u172) was advanced to the tricuspid valve for off label use, and the clip was deployed, but tr was unchanged. One clip was implanted, and tr is 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.